Event description:
A pt reported experiencing inaccurate erratic ersults with a lifescan meter. The pt's blood glucose results were 171, 116 mg/dl. Tests were done within 10 minutes with a difference of 34%. Pt did not experience any adverse events.